Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 days following the implant of this mechanical valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed. It was reported the aortic and mitral valves were replaced following the explant of a transcatheter aortic valve (tav) which was explanted due to stenosis after three years implant duration. No further information was received.